Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) field representative that a patient pulled on the tubing of an optiflow junior 2 nasal cannula, as part of the ojr412vt optiflow junior 2 ventilator transition kit, and the tubing detached from the cannula end. The subject device was replaced and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.